Event description:
This complaint is reportable based on the analysis completed on 11/19/2008. It was reported that during a coronary drug eluting stenting procedure, the physician could not cross the lesion. The lesion being treated was 90% stenosed with moderate calcification and tortuous in the mid left anterior descending (lad). After pre-dilatation with a maverick2 2.0x15mm balloon, the physician attempted to place a 2.25x24mm taxus liberte stent, however, the stent was unable to cross the lesion. The device was removed from inside the body. The procedure was completed with another of the same size device and there were no pt complications. Pt's status was reported as "stable." However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Examination of the returned device found that the stent was damaged throughout its entire length. Struts on 4 rows in the middle section of the stent were crushed and struts were slightly raised throughout. The hypotube had kinked approximately 14.5cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, indicating the device had been used in vivo. A review of the manufacturing documentation for both the top assembly found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.